Manufacturer narrative:
G4: 06dec2019 b4:(B)(6)2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
It was reported that the customer experienced issues with the touchscreen after it was calibrated. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was unresponsive, making it difficult to make changes to the parameters via the touchscreen. The fse replaced the touchscreen and the issue was resolved. The touchscreen was calibrated and passed performance assurance testing.